Manufacturer narrative:
D5,6; h3,4,6;g4: added additional info. D6; device returned with no lot ID. Conclusion: based on the info received and the visual results, it appears likely that the firing handle would not close down due to the instrument being fired across a hard object. This is evidenced by the visible damage to the knife and breakaway washer. Additionally, upon receipt, it was noted that the knob was detached from the instrument. It appears as if the instrument was dialed open beyond the stop of the instrument. It should be noted that the adjusting knob should only be dialed opened until the orange on the trocar is visible. As it was stated in the clinical follow-up that the instrument fired prematurely while opening the instrument, it is very important to note that the safety should be engaged until the instrument is ready to be fired. This will prevent inadvertent movement of the firing handle and the instrument from firing prematurely. Further functional testing could not be performed due to the condition of the instrument. Comments: mfg and engineering have been notified of the reported incident.